Event description:
This pt was presented to the cathlab for a cardiac catheterization. The vessel was described as normal. A jr4 guide catheter was used in the procedure. Upon removal of the guidewire it is reported that the "inner core" separated from the outer body of the guidewire and was manually retrieved by the scrub tech. There were no kinks or bends noticed in the guide wire and there was nothing unusual noticed about the guidwire when it was taken out of the package and prepped. The procedure was completed with another guidewire of the same brand. There was no reported injury to the pt.